Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation results. New information added to the following fields: d8, d9(date returned to manufacturer), h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. The device was returned to olympus for inspection. The customer's reported malfunction was not confirmed. However, the inspection revealed that four screws inside the bottom chassis were broken and stuck. A definitive root cause was not identified, however based on the results of the investigation, no presume cause could be identified for the malfunctions no image on the monitor and b30 error, and for the malfunction of the four screws inside the bottom chassis being broken and stuck is likely due to the deformation of the bottom chassis. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source is not showing the image on the monitors even though it appears to be connected. The issue occurred during a demonstration. There were no reports of patient harm.